Event description:
It was reported that the system 9800 continued to produce x rays after the footswitch was released. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. It is unlikely for a patient to be injured due to the additional dose of radiation of such unwanted x-ray radiation in a normal condition. The dose of radiation is within the FDA regulatory control limits. The fluoro function circuit board was replaced in an attempt to prevent ffb reboot. The system was tested and found to be working as intended and placed back into service.